Event description:
The extracorporal blood circuit was discarded for two routine hemodialysis treatments resulting in an estimated blood loss of 190cc for each treatment. On (B)(6) 2012, air was observed in the blood lines at the beginning of the treatment which triggered arterial and venous air alarms that could not be resolved. Two days later on (B)(6) 2012 an arterial air alarm occurred at the onset of treatment, which also could not be resolved by the operator. Rinseback was attempted but could not be completed due to clotting in the blood circuit. Clotting was attributed to inadequate anticoagulation due to recent changes in anticoagulant prescription. The patient's hb decreased to 8.4 g/dl on (B)(6) 2012. Epogen was increased to 32,000 units 2xweek. No other medical intervention was required.

Manufacturer narrative:
The blood loss events are attributed to the operator not performing rinseback due to the possibility of air in the blood line and due to clotting of the extracorporeal circuit attributed to inadequate anticoagulation. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Investigation of the returned cartridge for the second blood loss found no problems. Air alarms at the onset of a treatment suggest that either air was not removed from the cartridge by the operator during prime or there is inadequate blood flow from the patient's vascular access. There is no evidence of a device malfunction.